Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received lower adc device scan result of 2.9 mmol/l compared to blood glucose reading of 8.9 mmol/l respectively obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, orm istreatment associated with this event.